Event description:
It was reported that a spectrum infusion pump had a constant air-in-line alarm. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The device was received inoperable due to a constant reload set alarm. The eval confirmed the reported symptom constant air-in-line alarms through review of the event history log, but could not reproduce it due to the constant reload set alarm. The eval found that the ultrasonic readings were below specification, making the pump more sensitive to false air-in-line alarms. The failed ultrasonic sensor was replaced.